Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip cable at the proximal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire popped on a large hem-o-lok clip applier instrument when the cystic duct was being clipped. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the clip did not deploy when the wire popped. The clip applier was removed and replaced with another. There are no photos or video of the event.